Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over-the-phone to address the reported event. During the discussion, the customer reported that the instrument was running after repowering it up. There were no further errors reported. Fse advised the customer to plug the instrument into a different outlet which could be a more stable power source. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 02-sept-2017 through aware date (B)(4) 2018. There was one similar complaint, including this complaint, found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4153]: c.trans-z home overrun: cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. [3130]: fan fuse blew: cause: blown fan fuse was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check the fan and also the related wiring and board. [4283]: incub-mix home overrun: cause: the home sensor s121, which is not supposed to be activated after the incubator mixing moves, was activated. Action: please contact tosoh local representatives. Check s121 and also check to see the cause of slipping, and so on, that occurs when pm121 moves to the limit side. [4123]: sample-z home overrun: cause: the home sensor s052, which is not supposed to be activated after the specimen dispensing arm z moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s052 and also check to see the cause of slipping, and so on, that occurs when pm051 moves to the limit side. The most probable cause of the error messages could not be determined. The error messages cleared after the instrument was repowered.

Event description:
A customer reported error 4283 (incub-mix home overrun), error 3130 (fan fuse blew), error 4123 (sample z-home overrun), and error 4153 (c.trans-z home overrun) with the aia-900 instrument. The customer tried to repower the instrument but error 4283 reoccurred. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha fetoprotein (afp) and creatine kinase mb (ckmb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.